Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device . No viscoelastic was observed in the nozzle or the tip of the device. Viscoelastic was only observed on/at the area of the lens. The plunger was advanced under the lens. The lens was on top of the plunger just inside the nozzle entry area. The trailing haptic was misfolded under and broken. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 milliliter of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Plunger underride may occur:due to rapid advancement faster than the IFU recommend rate. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degrees celsius / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Non-healthcare professional reported during intraocular lens (iol) implant procedure, with a description of trailing haptic faulty as not positioned correctly on injector. Additional information has been requested.